Manufacturer narrative:
G3 initial awareness date was (B)(6) 2026. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the kfb035, infinity femoral adjustable loop button was being used on (B)(6) 2026 during an acl reconstruction and ¿during the surgery we flipped the button, then pulled the trigger suture and the button flipped in soft tissue then we opened the femur bone and flipped the button then shorten the graft then it was ok and then we put the genesys screw and closed it then it was ok, but when patient done the x-ray ,it was found that button was broken.¿ per further assessment it was reported "1st surgery done after next day seen in xray the infinity button not on proper position so do open surgery then seen button thread was broken so change infinity button in 2nd surgery.¿ the procedure was completed. This report is being raised due to the reported injury of 2nd surgery to replace the broken button thread.